Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set to returned for eval.

Event description:
Customer reported "blue filter connection between turkey foot and filter leaking lipids." There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.